Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that x-rays indicated that there was a small fracture on the distal end of the anchor. As a result, there were high impedances on all contacts and stimulation was subsequently lost. It was noted that patient has a highly active lifestyle. Surgical intervention may be considered at a future date.

Manufacturer narrative:
Manufacturer reference number 1627487-2022-04063, should not have been reported as a medical device report (MDR) as it was reported that it is the lead that is fractured. Lead fracture is documented in manufacturer reference number 3006705815-2022-16959.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.